Event description:
Event verbatim [preferred term] second degree burns/redness and localised blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist based on information received by pfizer from product quality complaints (product consumer health). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81965, expiration date jan2021, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had no problems with the first patch but experienced with the second patch second degree burns ("assessed by physician"), redness and localised blisters; all on an unspecified date with outcome of unknown. The action taken in response to the events for thermacare heatwrap was not reported. The heat compress was attached in the evening and the burns were detected in the morning. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Batch t81965 was the only batch within the scope of this investigation. Thermacare batches were produced as individual lots. The visual inspection of retain samples included tone carton, and the two pouched wraps inside. Inspection showed no obvious defects, to cartons, pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 11mar2019. An evaluation of the complaint history confirmed that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend did not exist for this batch. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Investigation summary: the root cause category was non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "second degree burn found by a doctor. Presence of localized redness and blisters ". The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch was not impacted by this complaint.

Event description:
Event verbatim [preferred term]: second degree burns/redness and localised blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist based on information received by pfizer from product quality complaints (product consumer health). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81965, expiration date jan2021, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had no problems with the first patch but experienced with the second patch second degree burns ("assessed by physician"), redness and localised blisters; all on an unspecified date. The heat compress was attached in the evening and the burns were detected in the morning. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of 13mar2019, according to the product quality complaint group: batch t81965 was the only batch within the scope of this investigation. Thermacare batches were produced as individual lots. The visual inspection of retain samples included tone carton, and the two pouched wraps inside. Inspection showed no obvious defects, to cartons, pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 11mar2019. An evaluation of the complaint history confirmed that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend did not exist for this batch. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Investigation summary: the root cause category was non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "second degree burn found by a doctor. Presence of localized redness and blisters". The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch was not impacted by this complaint. Follow-up (13mar2019): new information received from the product quality complaint group includes investigational results., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.